Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant high inr results on coaguchek xs meter serial number (B)(4). The customer tested initially at 7:37 a.m. And the result was 4.1 inr. The customer tested again at 7:45 a.m. And the result was 5.6 inr. The customer tested a 3rd time at 7:51 a.m. And the result was 3.8 inr. No adjustments were made to the customer's medication dosage; she has not yet reported these results to her physician. The customer's therapeutic range is 2 ¿ 3 inr. No adverse event occurred. The customer feels fine. The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer has not been ill recently and has not had any dietary changes. The customer is not experiencing any symptoms of a high inr. The meter and test strips were requested for investigation. Relevant retention test strips (lot 266836) were tested in comparison with the current master lot.. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer's meter and strips were received for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 46%, donor 2 hct: 49%. Testing results: donor 1: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.3 inr, customer meter with customer strips: 2.3 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were found in the meter¿s result memory, but the meter's date was incorrect.